Event description:
It was reported to boston scientific corporation that a wallflex¿ esophageal fully covered rmv stent was used in the distal esophagus during an esophageal stent placement procedure performed on (B)(6) 2015. This procedure was being done to treat an esophageal fistula caused by a tumor. The patient had a history of cancer. According to the complainant, when the physician attempted to deploy the stent, the distal tip detached from the delivery system. The physician did not attempt to retrieve the tip from the patient¿s body. The stent was unable to be deployed and the procedure was not completed due to this event. Note: reporting was required because the device is only sold ous but is similar to the m00516940 that is sold in the u.s.

Manufacturer narrative:
A wallflex¿ esophageal stent was returned for analysis. Visual examination of the returned device found that the tip had detached from the inner and was not returned. A gauze like material was wrapped around the distal end of the outer sheath. This material did not originate from the manufacturing processes and was most likely attached to the device following the procedure. The stent was then partially deployed in order to examine the inner shaft. Microscopic examination of the distal end of the inner shaft found traces of adhesive indicating that the tip had been attached to the inner shaft during the manufacturing process as required. During analysis it was possible to retract outer sheath and partially deploy the stent without any resistance. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered rmv stent was used in the distal esophagus during an esophageal stent placement procedure performed on (B)(6) 2015. This procedure was being done to treat an esophageal fistula caused by a tumor. The patient had a history of cancer. According to the complainant, when the physician attempted to deploy the stent, the distal tip detached from the delivery system. The physician did not attempt to retrieve the tip from the patient's body. The stent was unable to be deployed and the procedure was not completed due to this event. Note: reporting was required because the device is only sold ous but is similar to the (B)(4) that is sold in the us.

Manufacturer narrative:
Reported event of tip detachment. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.